Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 6.5v. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. The following were noted duing visual inspection: pillowing keypad overlay.

Event description:
Medtronic received information that unexpected battery power loss, low battery alert less than 1 week occurred. There was no adverse impact or consequence reported as a result of this event.